Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post-implant, the patient was experiencing significant bleeding with a large hematoma. The implantable cardioverter defibrillator (ICD) had migrated laterally to the shoulder causing the patient discomfort. The hematoma was dispersed and the ICD was placed more medially. No further patient complications have been reported as a result of this event.